Manufacturer narrative:
(B)(4) - removal of device portion, device separation is not labeled in the IFU. Event eval: still under investigation.

Event description:
The pt has right axillary arterial line that had been in for 17 days, pt is also on heparin infusion and the site around the catheter had begun oozing profusely. At 11:30 am, the dressing was taken down to change. Discovered that site had established clot, but continued to bleed around the clot. The site was cleaned, attempting to leave clot intact. The site was still bleeding. Per the physician, direct pressure was held to the site for 30 minutes. After 30 minutes of direct pressure, the site was still bleeding profusely. Per the physician, the arterial line was discontinued. The sutures were removed and the catheter hub fell away, the IV catheter had broken away and remained inside the pt. X-rays were taken. Approximately 20 minutes later, the IV catheter was protruding from the site and was easily removed with tweezers. No adverse affects to the pt.